Event description:
It was reported that after successful implantation of an impella cp, proper flow could not be established. The pump was removed and replaced with a new one. No patient harm was reported.

Manufacturer narrative:
Patient information, device information, implant and explant dates and initial reporters name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.